Event description:
It was reported by service report that the loss of electrical power to the bed due to the power cord plug pins being broken. No patient involvement or adverse consequences are reported.